Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks for an atrial arrythmia with a rapid ventricular response. Technical services (ts) was consulted and confirmed the therapy delivered did not convert the rhythm. Ts noted the therapy was inappropriate, and reports were reviewed with the clinic. No additional adverse patient effects were reported. This ICD remains in service.